Event description:
It was reported that during an atrial fibrillation (afib) procedure, the catheter curve would not deflect and the loop would not get any tighter on a pvi case. The catheter was exchanged and the case was completed with no patient injury. The initial reported complaint itself was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter on (B)(4) 2012, the bwi failure analysis lab noted that ring #2 was damaged with sharp edges on the proximal side and ring #7 has white plastic residue underneath the proximal side. Further information was requested in regards to the received catheter condition. Additional information stated that this outward catheter condition was not noted. The only issues noted during the case were that the catheter curve would not deflect properly and the loop diameter was difficult to retract. The physician appeared to remove the catheter without any notable issues. The type and size of the sheath used in conjunction with this catheter was a non-bwi sheath (mullens 8.5 fr size). It was confirmed that there was no patient injury reported related to this complaint. The electrode ring damage and presence of foreign material under the ring condition is indicative of a reportable event, thus marking october 11, 2012 as the alert date for this report.

Manufacturer narrative:
(B)(4). It was reported that during an atrial fibrillation (afib) procedure, the lasso 2515 nav eco variable catheter curve would not deflect and the loop would not get any tighter on a pvi case. The catheter was exchanged and the case was completed with no patient injury. The initial reported complaint itself was not indicative of a reportable event. Upon visual inspection by the bwi failure analysis lab of the returned complaint catheter, it was found that electrode rings #2 and #7 were damaged and electrode ring #7 had some white particles underneath. This condition was not reported in the original complaint. The electrode ring damage and presence of foreign material under the electrode ring condition is indicative of a reportable event. A ft-ir test was performed in order to identify the type of foreign material. The results demonstrated that the particle is mainly composed of polyethylen. It is unknown how the electrode ring was damaged and the origin of the foreign material. An internal corrective action has been opened to address this issue. Per the event, the catheter was tested for deflection functionality; however, it failed. Further examination showed that the t bar was defaced causing the deflection issue and that the puller wire was around the nitinol causing the contraction issue. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint was confirmed. An internal corrective action has been opened to address this issue.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant product: non-bwi sheath (mullens 8.5 fr size). (B)(4).